Event description:
It was reported that during a thrombectomy and atherectomy procedure, the helix allegedly broke off from the catheter. It was further reported that the broken helix was removed from the patient's body. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire were received for evaluation. A physical investigation was performed for the catheter and for the guidewire. It can be confirmed that the helix was broken. The helix was found broken at 144.5 cm from the tip of the catheter, the break is seen in the handle window. Therefore, the result of the investigation is confirmed for the break issue. A clear root cause could not be established based on the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 expiration date: 02/2027. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: d4 (expiration date: 02/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the helix allegedly broke off from the catheter. It was further reported that the broken helix was removed from the patient's body. There was no reported patient injury.